Manufacturer narrative:
Device code: other for no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
It was reported at a morbidity and mortality conference that the patient presented with a previously coiled mid basilar artery giant aneurysm that was partially thrombosed, no information was provided regarding the index procedure. The physician successfully placed a stent at the neck of the aneurysm and the aneurysm was accessed with a microcatheter (subject device) and guidewire. Thirteen coils were placed without issue into the aneurysm. The patient's condition changed and angiography revealed extravasation. It was reported that the extravasation was due to a vessel perforation related to the guidewire and the microcatheter. The patient's condition deteriorated and they expired.